Event description:
The patient experienced stimulation in the wrong location. The stimulation was in the thigh rather than lower back which started after being arrested today and during the arrest he was kneed in the back by a police officer. The patient's health care provider (hcp) wondered how easily the leads can migrate. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).